Event description:
It was reported that, during a trial, the patient was given an intrathecal bolus of 0.25mg of morphine. Four hours later, the patient was unresponsive with clonic movements. He also experienced hypertension and tachycardia. The patient was given 0.4 of narcan, which was ¿somewhat helpful¿. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).